Manufacturer narrative:
Additional information sections: g3, h1, h2, h6, h10. An event of shortness of breath and "structural valve deterioration with leaflet tear and right heart failure" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information sections: g3, h1, h2, h6, h10. An event of shortness of breath and "structural valve deterioration with leaflet tear and right heart failure" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 23mm trifecta valve was implanted on an unknown date. 6 months ago on an unknown date, the patient was seen for shortness of breath and echocardiogram revealed structural valve deterioration with leaflet tear and right heart failure. Transcatheter aortic valve implantation (tavi) is planned to be performed. The patient status is stable. No additional information available for the moment.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.